Event description:
It was reported that the customer was not aware that his blood glucose was low while started driving to meet his brother for dinner. It was stated that the customer was in a car accident and he was the driver. The customer mentioned that the insulin pump did not alarm before he went low, but it was alarming for threshold suspend. The paramedics were called due to his low blood glucose of 48mg/dl, and after being treated with an insulin drip his glucose level was 130mg/dl.it was stated that he was not taken to the hospital as he was feeling well at that point. The customer mentioned that he possible had something, but he was working with his doctor in regards. He experienced high blood glucose most likely on the weekends when he did not keep strictly his routing. He stated that he treated with a bolus but it continued to rise, then he waited ninety minutes and his glucose level rose above 240mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.